Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 384 mg/dl after eating dinner and subsequently consuming boba tea while using the ilet, with 3.4 units of insulin on board and the meal announced less than 30 minutes prior. Symptoms included elevated blood glucose. Outcomes included return to normal range by early morning and a subsequent blood glucose of 151 mg/dl, with no hospitalization. Investigation included review of device algorithm steps, assessment of insulin on board, review of the ilet report, and user education on waiting for algorithm-driven corrections. Investigation of this case revealed no device malfunction and suggested a postprandial excursion due to additional carbohydrate intake after the initial meal announcement, with device functions and components performing as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.